Event description:
It was reported that the pump touchscreen was cracked and unreadable. Reportedly, the pump was dropped against a hard surface and subsequently a weight was dropped subsequently dropped against the pump. There was no adverse impact to the customer's blood glucose level. Customer reverted to using an alternate pump for insulin therapy.